Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/16/2016. The fse re-centered the flow cell and replaced the evacuation bypass valve (ebv). The fse was able to run both calibration and controls successfully after replacing the ebv. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that the focus was failing and positive control was failing low on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.